Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor, video controller system interface board, and the power cable were replaced. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and must be rebooted. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.